Event description:
Informed of this dialyzer leak relating to a fresenius 2008h complaint investigation. An internal dialyzer leak was reported on the 33rd use of the dialyzer. Once blood was noted in the dialysate, the dialyzer and its volume of blood was discarded, 100 ml, without pt ill effect or injury. A new dialyzer was primed and the dialysis was resumed. No add'l labs were drawn. Although the actual sample was held, it was not flushed, rinsed or disinfected. It is unsuitable for evaluation. MDR filed on blood loss.